Manufacturer narrative:
Customer performed system checks on (B)(6)2010 and (B)(6)2010 with all results meeting the published specifications.qc data provided by the customer on the day of the event indicated the qc was within the established mean.a bci field service engineer (fse) verified the system per established procedures and all results met the published performance specifications.a clear root cause of this event cannot be determined.

Event description:
A customer contacted beckman coulter (bci) in regards to erroneously high parathyroid hormone (pth) results generated by unicel dxi 800 access immunoanalyzer.the erroneous results were reported out of the laboratory and questioned by the physician.the original samples were repeated in duplicate on the same instrument and lower results were obtained. The results are provided. This event did not impact patient treatment.